Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report continuously; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Nine opened probes were received, with tip protectors, in trays, for the report. Sample 2 evaluation results were exported to sibling quality summary # (B)(4). Sample 9 evaluation to be performed by houston, sibling quality summary# (B)(4). Sample 1: the sample was visually inspected and found to be nonconforming with the port face covered with orange/brown foreign material, the sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other location on the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 4: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The samples was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder and retainer were disassembled and the components were visually inspected, the components were deemed visually conforming. Sample 5, 7 and 8: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 6: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The samples was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder and retainer were disassembled and the components were visually inspected, the components were deemed visually conforming. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample 3. 5, 7 and 8 were found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed on returned sample 3, 5, 7 and 8 and a root cause cannot be determined for the complaint as described by the customer. The complaints evaluation confirms that returned sample 1 had a cut failure, the evaluation also indicates that the returned probe sample 1 had an actuation failure. The root cause for the actuation and cut failures observed on returned probe sample 1 as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The complaint evaluation does not confirm that returned samples 4 and 6 had cut failures, the evaluation indicates that returned probe samples 4 and 6 had actuation failures. The cut functionality of the probes were conforming; however, the observed actuation failure on both samples could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure observed on returned probe samples 4 and 6 cannot be determined from the evaluation performed. The reported cut failure was not confirmed on returned probe samples 3, 4, 5, 6, 7 and 8, it appears that the observed actuation and cut failures observed on returned probe sample 1 was due to excessive use of the probe by the user, and exact root cause for the actuation failure observed on returned probe samples 4 and 6 could no be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cutter malfunctioned cannot cut continuously before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).